Event description:
It was reported that this pacemaker was exhibiting premature battery depletion. At the follow-up in 2018 the remaining longevity was 7.5 years. In 2019 the longevity was 2.5 years. At the current follow-up, the remaining longevity was now 10 months. Device data was submitted to technical services for review. Analysis confirmed the premature battery depletion, due to an increase in power consumption. Device replacement was recommended for within 60 days to ensure therapy would remain available. No adverse patient effects were reported. The device remains implanted pending a replacement procedure. The device was explanted and replaced the following month. No additional adverse patient effects were reported. The explanted device was returned for laboratory analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Manufacturer narrative:
(B)(4). This report will be updated when analysis is complete.

Event description:
It was reported that this pacemaker was exhibiting premature battery depletion. At the follow-up in 2018 the remaining longevity was 7.5 years. In 2019 the longevity was 2.5 years. At the current follow-up, the remaining longevity was now 10 months. Device data was submitted to technical services for review. Analysis confirmed the premature battery depletion, due to an increase in power consumption. Device replacement was recommended for within 60 days to ensure therapy would remain available. No adverse patient effects were reported. The device remains implanted pending a replacement procedure. The device was explanted and replaced the following month. No additional adverse patient effects were reported. The explanted device was returned and is undergoing laboratory analysis.